Event description:
It was reported that the patient experienced inadequate stimulation and had difficulty charging due to the ipg being tilted at an angle. The patient underwent a pocket revision procedure and was doing well postoperatively.